Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the shower bag got water from the bottom that made it unusable. Related MFR # for the shower bag: 2916596-2023-06981.

Manufacturer narrative:
E1: customer site was (B)(6). Reporter email was not available. Manufacturer's investigation conclusion: the investigation of the heartmate 3 system controller was initially added to this event as a precaution, after the provided information that there was fluid ingress in the shower bag. The reported event has been covered fully under the investigation of the shower bag reported under MFR # 2916596-2023-06981. The device history records were not reviewed. The heartmate 3 system controller was not affected by this event, and its serial number was not requested nor provided. Section 4 of the heartmate 3 patient handbook explains that although the external components of the heartmate 3 lvas (including the shower bag) are moisture-resistant, they are not waterproof. Within this section, instructions are provided for how to safely use and take care of the shower bag. The user is also instructed to never expose the system controller or batteries to water. The heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the shower bag was not in use at the time of the event and it is the only product that was affected by the water. The patient did not experience any adverse consequences due to the event.